Event description:
It was reported the patient wanted the device or therapy to work, however, he realized he couldn't "get it to happen again like he was the first time." It was stated the stimulation was intermittent and the patient only felt the stimulation sensation briefly. It was noted the patient didn't always feel stimulation sensation but sometimes when he did he felt "impulses" running down his right testicle, which could be somewhat uncomfortable for him. The patient tried going up to 3.4 from 2.8 but decreased back to 2.8 and was not feeling stimulation at the time of call. Reportedly the patient had a difficult time telling if he could feel stimulation sensation or not and "really didn't know" if he experienced therapeutic effect. It was also stated the patient's "main problem was relaxing" and when he urinated "he clamped everything up down there and it seemed as though when his mind was occupied and in a good place, he could urinate almost immediately but it didn't happen very often." The patient started on program 1 at 2.9 and increased to 5.3 and stated he was "feeling something." The patient changed to program 2 at 2.9 and had a problem "trying to find out where he was feeling this." He felt something on program 2 at 2.9 but it was a "constant pressure", "strong sensation" and felt stimulation in his right buttocks. The patient stated "well I'm moving around. I felt it in the area between my bellybutton and my penis; it was more pain than anything I think." The patient then changed back to program one at 5.3 and lowered to 4.6. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09grw, implanted: (B)(6) 2013, product type: lead. (B)(4).